Event description:
Affiliate reported that the device was implanted in early 2007. In 2009, it was found that the ventricles of the patient's brain had become enlarged. It was also found that the siphon guard was broken. As a result, only the siphon guard was replaced with another of the same product. The patient's condition is stable.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.